Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned drill. The drill shows signs of use including marking and scratching on the drill surface. The drill has fractured near where the fluted portion of the drill meets the drill body. A dimensional analysis was conducted on the returned product. The drill was found to be in specification. Medical records were not provided. Review of the certs identified no deviations or anomalies during manufacturing related to the reported event. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs show. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - japan; customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while drilling into the back of the patient's mandible near the tight end, the drill fractured. The broken tip was embedded in the bone, but was able to be retrieved. Another drill was used to complete the surgery. It was reported that no further information is available.